Manufacturer narrative:
Findings: unit received with blank display due to severe corrosion on all electronic assemblies. Unable to perform self test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, the stop current test and run current test blank display. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, moisture damage on motor home switch and corrosion on battery tube assembly.

Event description:
The caller reported via phone call that the insulin pump was exposed to moisture. The caller was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump had fluid under the lcd display. The caller was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.